Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration and stent explant occurred. The lesion being treated was located in the proximal circumflex (cx). The lesion was not predilated. A 2.50x8mm promus drug eluting stent was deployed, inflated to 14 atm. Angiography identified an additional distal lesion. A 2.25x8mm taxus express2 atom drug eluting stent, inflated to 14 atm, was deployed. Angiography identified both stents migrated back to the left main artery. The wire, guide, and all other devices were left in the pt, to be removed by the surgeon. The pt was transferred to the or and the stents were successfully removed. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.